Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the cable broke at the distal end of a pk dissecting forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported was indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.